Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross visual, microscopic visual and function evaluation were performed. The investigation is confirmed for the reported material puncture/hole particularly for fracture issue as a rupture was noted just distal to the luer and a complete circumferential break was noted approximately 7.7cm from the distal end of the luer. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, a hole was found on the catheter part which was outside of the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement, a hole was found on the catheter part which was outside of the patient¿s body. There was no reported patient injury.